Manufacturer narrative:
Sections d4 and h4: additional information. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined. Additionally, analysis of the submitted log file confirmed low flow alarms; however, a specific cause for the alarms could not conclusively be determined through this evaluation. The submitted log file contained data from (B)(6) 2020, through (B)(6) 2020, and captured numerous low flow hazard alarms on (B)(6) 2020, which occur more frequently towards the end of the log file. These alarms were captured when calculated flow dropped as low as 2.0 lpm, below the low flow threshold of 2.5 lpm. Additionally, the log file captured no external power alarms on (B)(6) 2020. The system controller¿s internal 11v backup battery was in use during these events and there was no interruption in pump support. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The account reported that the patient was found unresponsive with agonal breaths on (B)(6) 2020. The patient¿s family called ems and started chest compressions. Ems noted that the patient¿s lvad was alarming intermittently. A faint carotid pulse was reportedly obtained but the patient had no peripheral pulses. After a discussion with cardiology, given the patient¿s mental status and apparent evidence of no brainstem reflexes, the patient¿s family decided to change the patient¿s code status to dnr/dni. Resuscitative efforts were terminated, and the patient expired. The patient¿s death was not considered to be device-related, and the device was believed to have been operating as intended. Heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. This document additionally outlines all system controller alarms, including low flow hazard alarms, as well as the appropriate actions associated with them. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found with agonal breaths on (B)(6) 2020 and family started CPR. Ems continued CPR until she was intubated and etco2 was noted. Upon arrival to the ed, a bedside echo was immediately performed and CPR restarted at 10:45 am. During this time, family confirms the patient is dnr and CPR is stopped. Time of death 10:50 am. The log file captured some low flow events on (B)(6) 2020 @0936-0940 and around 0950 the low flow events became more frequent and continued for the remainder of the log. (B)(6) 2020 @1035 both power leads were disconnected causing low voltage hazard events enabling the backup battery until power was restored again at 1039. Per the ed note: "(B)(6)-year-old female, lvad patient, found unresponsive and not breathing by her family. The family called ems and initiated chest compressions. Compressions were continued by ems. Ems placed a king airway with end tidal co2 above 30. They gave 2 rounds of epinephrine. Ems also reports that the lvad was alarming intermittently. IV fluids were started in route. A faint carotid pulse was obtained the doppler but no peripheral pulses. The patient's pupils were fixed and dilated, she had no corneal reflexes or gag reflex. Bedside echo performed by cardiology showed complete collapse of the right ventricle. Cardiology spoke with the patient's family at length who indicated that, given her mental status and apparent evidence of no brainstem reflexes, they would not want advanced invasive resuscitation measures and would not want to continue chest compressions or further resuscitation. Patient's code status was changed to dnr dni and resuscitative efforts were terminated time of death was called at 10:50 am." The death was not considered to be device related. The device operated as expected. The device will not be returned for evaluation.